Event description:
It was reported that either the posey keepsafe fall monitor and or the exit floor alarm was alarming intermittently. No pt injury reported. MFR report #: 2020362-2008-00062 will be sent for the exit floor alarm.